Event description:
The explanted lead was received by the manufacturer for analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was performed on the return lead portion. Note that a large portion of the lead assembly (body), including the electrodes, was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. An abraded opening was identified on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegation of a lead fracture event. Note that since a large portion of the lead assembly (body), including the electrode array section, was not returned for analysis, and therefore an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The physician reported that a patient had been interrogated with high lead impedance and was referred for surgery to investigate the issue. The patient's wife mentioned that the patient did experience an increase in seizures, but that the patient's seizures were still below pre-vns seizure frequency baseline. The patient underwent surgery, and it was confirmed that the lead was compromised. The lead was explanted and replaced due the high impedance event. No other relevant information has been received to date. The explanted product has not been received to date.